Event description:
Case description: investigational results: name: novopen 4. Batch number: gvgc741-1. The product was not returned for examination. The complaint has been registered in the novo nordisk complaint handling system. The batch documentation was reviewed. No abnormalities relating to the observed problem were found. The batch documentation has been reviewed. Nothing abnormal was found. Name: novolin n penfill 3 ml 100 ui/ml. Batch number: hs65r68. The product was not returned for examination. The complaint has been registered in the novo nordisk complaint handling system. Non-conformity-related documentation examined. No irregularities recorded therefore no further action: ok. The batch documentation was reviewed: ok. According to the performed investigation, it is unlikely that the error has occurred in the filling process. The batch documentation has been reviewed. Nothing abnormal was found. Since last submission, case was updated with the following: the investigational results were updated. Manufacturer's comment updated. Narrative updated accordingly. Manufacturer's comment: 12-dec-2018: as the device (novopen 4) has not been returned to novo nordisk a/s for investigation and only very limited information regarding the handling of suspected device is available, it is not possible to identify a clear root-cause of the experienced adverse event and thus find similar incidents to the one reported in (B)(4). The reported events are listed. This single case report is not considered to change the current knowledge of the safety profile of novolin n. Evaluation summary: name: novopen 4. Batch number: gvgc741-1. The product was not returned for examination. The complaint has been registered in the novo nordisk complaint handling system. The batch documentation was reviewed. No abnormalities relating to the observed problem were found. The batch documentation has been reviewed. Nothing abnormal was found.

Event description:
Hyperglycaemia [hyperglycaemia]. Novopen 4 was locked, medication was not being applied [device failure]. A flow test was performed, but the pen did not work again [device failure]. Case description: this serious spontaneous case from (B)(6) was reported by a consumer as "hyperglycaemia" beginning on (B)(6) 2018, "novopen 4 was locked, medication was not being applied" with an unspecified onset date, "a flow test was performed, but the pen did not work again." With an unspecified onset date, and concerned a (B)(6) female patient who was treated with novopen 4 (insulin delivery device) from unknown start date due to "type 1 diabetes mellitus", novolin n penfill (insulin human) from (B)(6) 2018 due to "type 1 diabetes mellitus" (regimen #1 dose and frequency 24 iu, qd ; regimen #2 dose and frequency 30 iu, qd). Patient's height: (B)(6). Patient's weight: (B)(6). Patient's bmi: 19.69. Medical history included type 1 diabetes mellitus (duration not reported). It was reported that the patient's normal blood glucose was 127 mg/ml and she was using 24 iu of novolin n regularly. Patient reported that since an unknown date, novopen 4 was locked and did not know that the medication was not being applied. On (B)(6) 2018, patient began to present malaise and was hospitalized the same day because of having a hyperglycaemia with a peak of 551 mg / ml. Due to the occurrence the physician increased the dosage of the drug to 30 iu on an unknown date, but the dosage change had no effect for glycaemia correction, which was only corrected when the patient applied the drug using a syringe. On an unknown date, a flow test was performed, but the pen did not work again. The patient was discharged on (B)(6) 2018. The patient reported that she reuses the same needle twice in the applications (she uses the bd needle). Batch number of both the suspects was available. Action taken to novolin n penfill was reported as dose increased. Action taken to novopen 4 was not reported. On (B)(6) 2018 the outcome for the event "hyperglycaemia" was recovered. The outcome for the event "novopen 4 was locked, medication was not being applied" was not reported. The outcome for the event "a flow test was performed, but the pen did not work again." Was not reported. Company comment: the reported events are listed. This single case report is not considered to change the current knowledge of the safety profile of novolin n. Reporter comment: the patient relates the locking of novopen 4 with the event of hyperglycaemia.